Event description:
The patient reported signs of infection at the receiver site. Cultures were obtained which confirmed infection, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2024. The patient has a follow-up appointment with their physician. However, a date was not provided.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics preoperatively have been ruled out as potential causes. However, the patient is a poor surgical risk as they have severe diabetes and a history of delayed healing which may have contributed to the report of infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has severe diabetes and a history of delayed wound healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.